Manufacturer narrative:
A steris field service technician arrived onsite and identified a wilson frame patient care kit, a third-party surgical table accessory, installed on the table subject of the reported event. It is unknown if the wilson frame caused or contributed to the reported event. Upon inspection, the steris technician identified that there were two other factors which could have caused the reported event: an internal leak within the trend cylinder or air in the hydraulic system. These three factors could have caused/contributed to the reported event; however a specific root cause of the reported event could not be determined. The technician replaced the trend cylinder and refilled the hydraulic fluid. He then cycled the table through all of its normal functions/articulations to remove any potentially trapped air within the hydraulic system. The surgical table was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported their 4085 surgical table tipped toward the head end while positioning a patient prior to the start of a procedure. The or staff intervened and stabilized the surgical table. No report of injury however a procedural delay was reported.